Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A specific cause for the reported hemolysis and ischemic stroke, and a correlation to the device could not be conclusively determined. The instructions for use lists hemolysis and stroke as a potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient is doing well, and currently being evaluated for a transplant. The patient was experiencing issues with hemolysis on (B)(6) 2015. The patient was found to have glucose-6-phosphate dehydrogenase (g6pd) deficiency, and the hospital staff felt that was the primary reason for the hemolysis. The patient was started on IV heparin until their inr goal was 2.5 and then was started on sodium bicarbonate. The patient's anticoagulation regimen was escalated, and was given coumadin, 325mg of aspirin, and persantine. The patient's inr goal was increased to 2.5-3.5. Prior to the event, the patient was on coumadin and 81mg of aspirin daily with the usual inr goal of 2.0-3.0. Medications that exacerbate hemolysis in patients with g6pd deficiency were discontinued, such as hydralazine.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced an ischemic stroke, with an inr of 3.3 (goal 2.0-3.0). Prior to the stroke (dates unspecified), the patient was experiencing issues with hemolysis and elevated lactate dehydrogenase (ldh). The patient did not have any residual effects from the stroke, and his ldh levels are being closely monitored. Additional information regarding the events were requested from the hospital staff, but none was provided.